Manufacturer narrative:
(B)(4). This complaint for a report of air in the patient line was not confirmed. The cause of the air in tubing is user error - the patient connected before lines were adequately primed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A home patient (hp)'s caregiver (cg) contacted baxter's technical service center reporting that the hp had connected himself before the homechoice (hc) primed and there was air in the line. The cg requested assistance with ending therapy and wanted to start over with new supplies. The technical service representative (tsr) walked the cg through the ending therapy procedure. The cg ended therapy and would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the air in the line, the nurse was not aware of the problem. The writer informed the nurse of the use error and air in the line and advised the nurse to follow up with the hp on the proper procedure of performing therapy. The nurse would follow up with the hp. No further information was provided. There was no injury or medical intervention reported.